Event description:
Rptr alleged discrepant blood glucose results of 450 mg/dl versus 200 mg/dl and 499 mg/dl versus 200 mg/dl when comparison testing was performed 1 min apart on the active sys (meter, strip lot 22944835 and exp date of 01/31/2008). No actions were taken or treatment rec'd reportedly as a result. It was not provided as to where the comparison was performed. A request was made for the return of the suspect prod and replacement prod was sent.

Manufacturer narrative:
The suspect prod is the active test strips.